Event description:
Laparoscopic femoral hernia repair tep procedure with polypropylene mesh. I left (B)(6) /2012 and felt fine following until pain began (B)(6) 2013 along with distention and vomiting. Persistent symptoms, extreme discomfort. Had exploratory laparoscopy and right laparoscopic hernia repair same procedure (B)(6) 2013. Pain persisted on left associated with gi symptoms, swelling, distention when upright all day unable to work, constant discomfort. On (B)(6) 2013, had myomectomy large right sided. (Da vinci) with partial symptom relief for a couple of weeks. During gyn eval urinary retention noted. Returned to work, symptoms returned and persisted. Had complete gi workup, multiple physician evaluations, anesthesia injections in left groin with relief lasting not more than one day. On reduced work schedule beginning 05/14 progressive symptoms. On (B)(6) 2014 had exploratory lap with repair of small interstitial hernia on left and almost complete removal of mesh from both sides neurectomy xl on left and neurolysis x 5 (2 left, 3 right) the bladder was adhered to the mesh. Still pain (different than preoperative), nausea and vomiting have resolved. Activity very limited and currently still work disability. Date of the event used below is date of onset of symptoms which was (B)(6) 2013 which were ant from onset.